Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the analyzer was replaced and the programmer booted up and displayed an error. Power was cycled and the error cleared. The programmer remains in use. There was no patient involvement.